Manufacturer narrative:
Summary device evaluation: the microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant severely stretched and to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and its evaluation is ongoing. The instructions for use (IFU) identifies premature or difficult coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during the embolization treatment of an aneurysm, the coil stretched and unintentionally detached in the microcatheter. The coil was removed and procedure completed successfully. The patient is reported to be fine. This is report 1 of 2. Ref. MFR. Report # 2032493-202-00038.